Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Corrected information: d4. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: initial report mention (4) devices product code vp2421 lot number t0013. We received (1) device lot number t5007 and the available photos shows lot number t5007 1. Please clarify the correct lot numbe; if both lot numbers below this file, please specify how many devices belong to each lot. 2. Please clarify how many devices are available for return. 1-the correct lot no is t5007 as it is mentioned on the foil that is handed over to us. 2- I was handed over only 1 foil for evaluation and the rest foils were discarded initially by the hospital staff. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. One labeled winding former with one suture outside the foil packet was received for analysis. To evaluate the condition of the returned sample, the suture was dispensed without problems and examined along of strand; no evidence of suture breakage was identified during the evaluation. In addition, the needle was not returned for evaluation. Two photos were provided showing on foil packet with a winding former with a suture that pertains to product code vp2421. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a knee surgery on (B)(6) 2025 and suture was used. Suture are breaking. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/21/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please clarify the correct lot numbe; if both lot numbers below this file, please specify how many devices belong to each lot. 2. Please clarify how many devices are available for return. Additional information was requested, the following was obtained: what tissue was being sutured when the event occurred? Capsule closure was additional dissection required in other tissues other than the target tissue? If yes, please describe. No what is the patient¿s current status? Normal. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No was there any change in the patient¿s post-operative care due to the prolonged procedure? No kindly confirm device return status. Returned and sent for evaluation provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Hrishikesh/ purchase dept. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A photo has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.